Event description:
The complainant alleged while treating a pt for cardiac arrest, the device displayed "poor pad contact" message and would not pace the pt. The clinician indicated that pt had been down for approximately 15 minutes and the pt was apneic, cyanotic, and pulseless. The complainant indicated that it was undetermined if the reported malfunction had an adverse effect to the pt. The pt subsequently expired.